Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2017 and the physician relocated the implantable neurostimulator (ins) pocket site. Reportedly, the issue was resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient is experiencing pain at the implantable neurostimulator (ins) site. Surgical intervention may take place at a later date.